Manufacturer narrative:
Results - quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned without blood visible. There was fluid visible in the guide wire and inflation lumen. The stent was not on the balloon or returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There was no other damage noted to the catheter. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that upon removing the device from the package, it was noticed that there was no stent on the balloon. Results from quality assurance analysis confirmed that the otw vision was returned without the stent. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. This issue should be identified during the inspection prior to use, as indicated in the product instructions for use (IFU). The protective sheath was not returned for analysis, which may have aided in the investigation. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. With the info provided, a conclusive root cause cannot be determined in this case. The lot history record was reviewed and no non-conforming material reports were issued for this part/lot number combination. In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part/lot number combination. There does not appear to be a product quality issue. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt anatomy previously and caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that upon removing the device from the package, it was noticed that there was no stent on the balloon and no stent could be located. The device was not used. No additional event or pt info is available. This is being filed based on the returned product evaluation that revealed crimp marks on the balloon suggesting that the stent was originally positioned correctly and securely at the time of manufacture.